Event description:
It was reported that the physician's dell x50 would not power on. The handheld was plugged into the power outlet charging, and the power outlet was changed, however, the device would still not turn on. The lock button was in the correct position, and a hard reset was also performed, which did not resolve the problem. The handheld has been returned to manufacturer along with the power cord and serial adapter cable where analysis is currently underway.